Event description:
It was reported that the caller's pump screen was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The screen successfully turned on after being plugged into a known working power source, displaying a welcome message. It was confirmed that the pump previously shut down because of storage mode activation.